Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple patients were reported as not crossing to the pyxis station with no visible errors. A technical support specialist (tss) remoted into es server confirmed that patient records were not present in the es database, and the case was escalated to the interface team for further analysis. Investigation on the carefusion coordination engine (cce) showed services running normally with no message queue backlog, but active directory (adt) message flow from the genesis host had stopped on (B)(6), and stations had not synchronized since (B)(6). Further review identified that the facility had been migrated to a different cce/es server environment following a system upgrade, and one patient message was also blocked due to preadmit logic. Once message flow resumed and configuration was validated, the pyxis system became operational and patient data started crossing successfully. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple patients were not visible on the station, with no error messages displayed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.